Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and high impedance on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.